Manufacturer narrative:
Block h6: patient code 1757 is used to capture the user burned injury to the physician. Problem codes 1069 and 2532 captures the reportable event of fiber broke and misfired. Block h10: investigation results a flexiva 200 laser fiber was returned broken in three pieces. The first piece measured approximately 124.1 cm from the top of the connector to the break. The second piece measured approximately 98.2 cm from break to break. The third piece measured approximately 93.4 cm from the break to the distal tip. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the tip was unused. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
Note: this manufacturer report pertains to first of two flexiva 200 laser fibers that were used in the same procedure. It was reported to boston scientific corporation on december 21, 2018 that two flexiva 200 laser fibers were used during a ureteroscopy with holmium laser lithotripsy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that both fibers broke during use. Reportedly, the physician was burned in a minor way by the first fiber. The procedure was completed with third flexiva 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to first of two flexiva 200 laser fibers that were used in the same procedure. It was reported to boston scientific corporation on (B)(6) 2018 that two flexiva 200 laser fibers were used during a ureteroscopy with holmium laser lithotripsy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that both fibers broke during use. Reportedly, the physician was burned in a minor way by the first fiber. The procedure was completed with third flexiva 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.